Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. (B)(6). Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified: broken shell, black particles in the shell and underweight. A visual and microscopic analysis was performed which identified sharp broken on posterior, missing shell (0-25%), crease fold and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.